Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a loss of communication between the insulin pump and transmitter. The customer reported a blood glucose value of 416 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Customer reported the following leading up to the event: the sensor is not working. The event involved product(s) mmt-399a, mmt-1884, mmt-332a. The troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting, and the customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-399a. The customer discontinued using the device and advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device was returned. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully downloaded traces and history file using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, broken belt clip rails, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.